Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after inadvertently announcing the same dinner twice on the ilet within minutes, resulting in two meal doses totaling approximately 6.17 units and a subsequent glucose drop about two hours later; the user later learned how to review meal announcements on the device. Symptoms included a documented low blood glucose of 45 mg/dl without loss of consciousness or other acute effects. Outcomes included device low-glucose alerts and self-treatment with approximately 4 ounces of oral carbohydrate, after which glucose was 116 mg/dl, with no medical intervention, no assistance required, and no hospitalization. Investigation included review of device-reported meal announcements and dosing history with user education on locating meal entries. Investigation of this case revealed an accidental duplicate meal announcement as the precipitating factor for insulin overdelivery relative to need, leading to transient hypoglycemia, with device alerting functioning as designed. It was concluded, based on previously established findings for similar reports, that user-related duplicate meal entry caused the event.